Manufacturer narrative:
(B)(4). Updated sections: b4, b5, e3, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000501367 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure after the vasoview hemopro 2 was opened up it was noticed that the distal insufflation tubing wasnt connected to the harvesting cannula. Another kit was opened up and the procedure was completed without any issues. There was 2 minute delay. No harm, as it was never used on a patient.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure after the vasoview hemopro 2 was opened up it was noticed that he distal insufflation tubing wasnt connected to the harvesting cannula. Another kit was opened up and the procedure was completed without any issues. There was a 2 minute delay.